Manufacturer narrative:
This report will be updated should additional information become available or if analysis is completed.

Event description:
It was reported that there were concerns the subcutaneous implantable cardioverter defibrillator (s-ICD) was experiencing premature battery depletion. Technical services confirmed that the power consumption is increasing in a gradual fashion. Device replacement was recommended. Currently the device remains in service. No adverse patient effects reported.

Event description:
It was reported that there were concerns the subcutaneous implantable cardioverter defibrillator (s-ICD) was experiencing premature battery depletion. Technical services confirmed that the power consumption is increasing in a gradual fashion. Device replacement was recommended. Currently the device remains in service. No adverse patient effects reported. Additional information was later received that confirms this device has been explanted and replaced successfully. There were no additional adverse patient effects reported.

Manufacturer narrative:
This report contains updates from additional information received. This includes impact to the patient that changes the decision from malfunction to serious injury. Fields h1:type of reportable event, b1:adverse event/product problem, b2: outcomes attrib to adv event, b5: describe event or problem, d6b: explant date, h6: impact codes, along with any other relevant fields have been updated. This report will be updated should additional information become available or if analysis is completed.